Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit. When a battery removal test was performed, the device passed. The device stayed on for 14.8 seconds. The test was performed 5 times, all passed. Conclusion: could not reproduce the reported failure seen during repair of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case and bail covers were broken, the battery contacts compressed, the liquid crystal display was out of specification (pixels bleeding) and the main printed circuit board was also out of specification. The device was to be scrapped in-house.